Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. X-rays revealed an overall fit and alignment of the implants. Mild lucency along the superior and inferior aspect of the cup. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 165170 ¿ ttap/st liner high wall ¿ 760740, 162312 ¿ bi-metric porous femoral ¿ 200740, 163145 ¿ modular head - 608570. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported patient underwent hip revision on unknown side at an unknown amount of time post implantation due to loosening of the acetabular component. Attempts have been made and additional information on the reported event is unavailable at this time.